Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a neuroradiology interventional procedure. Reportedly, when the plunger was removed, no sutures were recovered. The foot was retracted to its original position and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A femoral angiogram was not taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under warnings - do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in the retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. It was reported that the access site was in a vascular graft. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with patients with access sites in vascular grafts. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.